Event description:
Customer reported via phone call, she was having issues the sensor giving inaccurate readings. Customer stated she had been eating and her blood glucose was up to 400 mg/dl. When her blood glucose was in the 70 or 80 mg/dl the sensor was in the 40 mg/dl and activated the threshold suspend feature. Customer then stated she was attempting to restart her basal and was unable to start them. Customer was advised if the sensor was lower than the threshold she wouldn't be able to turn it back on. Customer is not returning the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.